Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level. Customer initially attempted to resolve the issue by reloading the same cartridge, but it did not work. Technical support guided the customer through proper loading techniques, helping them fill and load a new cartridge onto the pump, which successfully resolved the issue. Customer was then assisted in placing the pump back in its case and was able to resume insulin delivery.